Manufacturer narrative:
The thermally damaged ac power cord was investigated and it was concluded that an incorrect crimp of wiring during the manufacturing process at the vendor was the root cause of the event. There was a corrective action implemented by the vendor. Training was performed and the process validated. Labeling instructs the user to periodically inspect electrical cords and cables for damage or signs of wear, and to discontinue use and replace if damaged. There have been no similar incidents reported, and the manufacturer concludes this is an isolated event. Complaints will be continue to be monitored.

Event description:
The manufacturer received a thermally damaged ac power cord from a customer that was used with a continuous positive airway pressure (CPAP). There was no report of patient harm or injury. The CPAP and associated humidifier were not returned. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.